Event description:
Customer reported poor image quality. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the brighness, sharpness, and contrast in the general automatic profile. System operates as intended. (B) (4)